Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is planned for (B)(4) 2019.

Event description:
The recipient reported a loss of hearing sensation with the device. After wearing the audio processor for a short time, the sound sensations are completely gone. The time span when wearing the device until the loss of sound occurs is rapidly becoming shorter. There is no accident or trauma reported. There was no swelling or redness over the implant site and no medical condition which may have contributed to the reported problem known. Re-implantation is planned for (B)(4) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported to have no hearing sensation with the device. Short time after the user wears the audio processor, the sound sensations are completely gone. The time span between the loss of hearing sensations after wearing the device is getting rapidly shorter overtime. There is no accident or trauma reported. There was no swelling or redness over the implant site and no medical condition which may have contributed to the reported problem is known. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a loss of hearing sensation with the device. After wearing the audio processor for a short time, the sound sensations are completely gone. The time span when wearing the device until the loss of sound occurs is rapidly becoming shorter. There is no accident or trauma reported. There was no swelling or redness over the implant site and no known medical condition which may have contributed to the reported problem. The recipient has been re-implanted.